Event description:
Boston scientific crm received information that latitude detected a red alert from this transvenous defibrillation lead due to out of range shock impedances of greater than 125 ohms. It was noted that it had been steadily rising over time. A revision procedure was performed. During the procedure, shock impedances were noted to be normal. It was noted that condensation was observed inside the distal coil port, and blood in the proximal port of the device header. It was also noted that this lead looked normal via fluoroscopy, and measurements with the lead were normal with the pacing system analyzer (psa). The physician therefore requested a new device. Technical services (ts) noted it was physician discretion to try a new device. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the decision was made to surgically cap this lead.

Manufacturer narrative:
If additional information becomes available, the event will be updated.